Event description:
The customer reported that prior to use on a pt, the unit generated an "electrical code # 57 failure" alarm. The pt was switched to another unit and therapy was initiated. No pt injury was reported.